Event description:
Literature was reviewed regarding electrocardiography interval changes after transcatheter pulmonary valve replacement (tcpvr) in pediatric patients. The study population included 15 patients previously implanted with a medtronic contegra pulmonary conduit who underwent tcpvr with either a medtronic melody valve or a non-medtronic sapien valve. Reasons for tcpvr consisted of pulmonary stenosis, pulmonary regurgitation (mild to severe), and mixed stenosis/regurgitation. Other pre-tcpvr adverse effects included: heart failure, elevated right ventricle-pulmonary pressure gradient, and reduced left ventricular function. The authors observed a significant reduction in the right ventricular systolic pressure after tcpvr but did not detect significant changes in pr and qrs intervals during the six-month follow-up. No additional adverse consequences were noted.

Manufacturer narrative:
Citation: helal am, baho ha, elmahrouk af, mashali mh. Pr and qrs interval changes after transcatheter pulmonary valve replacement in children. Egypt heart j. 2023;75(1):66. Published 2023 jul 24. Doi:10.1186/s43044-023-00394-x earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.